Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. The device has not been in before for repair related to the customer stated problem. Labels are undamaged. Tamper seal is missing. No physical damage was found on the pump. No problems were found with the programmed delivery in the ehl. Performed functional check. Delivery and dso test passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Complaint could not be duplicated. No action required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was having ambulatory treatment the pump was set up to finish treatment on (B)(6) 2022 and on (B)(6) 2022. The patient received an alarm stating that the treatment had finished. The patient missed 2 doses. No patient injury was reported.